Manufacturer narrative:
H6 problem code a150205 was included in error on the initial report. The investigation is still ongoing.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered guidewire delivery issues, product damage and difficulty to remove during impella cp support. It was noted that the guidewire came out of the left ventricle together with the pump and it was difficult to pull out of the pump. The guidewire was bent due to the patient's cardiac anatomy.